Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited bradycardia and dizziness. The right atrial (ra) lead exhibited undersensing and loss of capture. The ra lead remains in use. No further patient complications have been reported as a result of this event.